Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "hard to put on and remove from motor" was not confirmed. The short 5.0cm short attachment meets manufacturer's specifications, no problem found. The issues regarding attaching to a motor are most likely related to the motor in use with attachment. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device was "hard to put on and remove from motor" during surgery. It is known that device was being used during surgery but no patient or user injury occurred. It is unknown if a delay in the surgical procedure occurred as a result of the device issue. There was no additional information provided.